Event description:
A zoll pt svc rep (psr) called zoll customer support after speaking to a (B)(6) female pt to report that the battery charger/modem would not charge her battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger is not charging battery packs) was confirmed. Upon investigation battery charger/modem was unable to consistently charge a battery pack. The cause for the inability to consistently charge a battery pack was contamination on the battery board. The root cause of the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated battery charger/modem. The pt received a replacement battery charger/modem.